Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 40 and 41 mg/dl. Patient's other blood glucose value: 308 mg/dl. Customer was not offered to troubleshoot for blood glucose levels. The customer was treated with insulin pump and carbohydrate. The device is not expected to be returned for analysis.